Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: one primary tubing (model 2426-0007) was returned by the customer. It was reported that they had another occurrence of back flow. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using the returned primary set with a bd secondary set. A primary bag filled with clear saline was used to prime the primary set. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2426-0007 lot number 21096118 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #21096118 regarding item #2426-0007.

Event description:
It was reported when using the bd alaris¿ pump module administration sets, the device experienced flow issues. The following information was provided by the initial reporter. The customer stated: it was reported by customer that when hanging my secondary chemo, I noticed the chemo was flowing into the primary bag. On (B)(6) 2021, customer email response: you stated you had another occurrence, is the occurrence the same issue as (B)(4)? (Flow issue-back flow) secondary to primary? Yes, the same back flow issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd alaris¿ pump module administration sets, the device experienced flow issues. The following information was provided by the initial reporter. The customer stated: it was reported by customer that when hanging my secondary chemo, I noticed the chemo was flowing into the primary bag. 29-nov-2021-customer email response: you stated you had another occurrence, is the occurrence the same issue as pr (B)(4)? (Flow issue-back flow) secondary to primary? Yes, the same back flow issue.